Event description:
A malfunction occurred with the pump, but there was no adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction. Technical support provided guidance on resetting the pump and assisted the customer with this process. The malfunction code did not reappear after the reset, and the customer was advised to continue using the pump while being instructed to call back if any issues recurred.